Manufacturer narrative:
It was reported that the end-user experienced an allergic reaction during use of a bandage. The allergic reaction was described as a "severe rash" and reportedly required treatment with an unspecified ointment and antibiotic. The end-user did not provide contact information when the incident was reported. No further details about the incident are available. No sample was returned to the manufacturer for evaluation and a root cause could not be determined at this time. Due to the reported need for medical intervention, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced an allergic reaction.